Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-feb-22 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the field service engineer re-imaged the station, but the issue was not resolved. A technical support specialist attempted multiple synchronizations and adjusted the recovery model and network settings yet encountered the same error: "failed to download data. Cleaning up any partial data." Timeout settings were updated as per documented guidance. Upon further investigation revealed mismatched fqdns, which were corrected following relevant knowledge articles. Sync for medsurg succeeded after assigning the correct fqdn; ER station was updated with the proper sav. Unprocessed transactions were extracted and saved, the database was backed up, and a successful full synchronization was completed. The missing transaction file was stored locally and on the server. The user was informed of the fix and advised where to retrieve the data. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine was not synchronizing with the server, preventing users from accessing medication. The customer reported that the malfunction caused a delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section e initial reporter occupation and section g report source. This supplemental MDR was submitted to reflect the correct initial reporter occupation.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine was not synchronizing with the server, preventing users from accessing medication. The customer reported that the malfunction caused a delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this event.